Manufacturer narrative:
The patient¿s weight was requested, but was not provided. (B)(4). Approximate age of device ¿ 11 months. (Calculated from the date when the device was manufactured). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed the lvad was disconnected from the mobile power unit (mpu) and ran on the emergency backup battery (ebb) for approximately 3 seconds. There were no other unusual events seen within the log file. Additional information was requested, but was not provided.